Event description:
It was reported, the siderail could not be latched in the up, locked position.

Manufacturer narrative:
The user-facility did not return the manufacturer's calls to obtain additional information or request to evaluate the device.